Event description:
On (B)(6) 2015, a (B)(6) male reportedly underwent a single level cervical arthroplasty. At the 6 week post-operative visit, it was noted that the prosthetic device had migrated anteriorly. A revision surgery was performed on (B)(6) 2015. Patient condition and status of health prior to event is unknown. Patient activity level, bone quality and compliance with post-surgical instructions are unknown.

Manufacturer narrative:
(B)(4). Radiographs confirming the level or the event were not received. It was reported that the patient's anatomical characteristics (lack of bone on the leading edge of the vertebral body) did not provide sufficient support for the prosthetic which could have contributed to the event. The device has not yet been returned and no further investigation can be completed at this time. Review of the device history records for this lot and similar events notes no material non-conformance's or manufacturing errors that may have caused or contributed to this failure mode. No root cause has been identified.